Event description:
It was reported that the expiration date is missing on shelf pack with bd isopropyl alcohol swabs. The following information was provided by the initial reporter: consumer reported missing the exp date on box. After consumer informed of the trademark date of 2003 determined this box should be expired. Claims she purchased 2 years ago. Lot # 8338847; catalog# 326895; date of event (B)(6) 2021; sample status discard.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Due to this batch being manufactured in 2008 and files are retained for 7 years, no DHR review can be completed. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the expiration date is missing on shelf pack with bd isopropyl alcohol swabs. The following information was provided by the initial reporter: consumer reported missing the exp date on box. After consumer informed of the trademark date of 2003 determined this box should be expired. Claims she purchased 2 years ago. Lot # 8338847. Catalog# 326895. Date of event: (B)(6) 2021. Sample status discard.